Event description:
It was reported that the patient presented to the emergency department and a nurse reported seeing heart rates below the programmed lower rate of the device. A remote transmission was done and the low heart rates were not confirmed and the device was functioning as programmed. The transmission did indicate a left ventricular (lv) lead warning; however, there is not a lv lead implanted. It was noted that the patient had been inadvertently given 2 to 3 times the amount of amiodarone. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).